Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of a safety reset complete alarm and revealed the device did not power on in addition to occurrences of total power failure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device did not power on due to an isolated component failure within the device main circuit board (pcba) while the total power failure was due to an intermittent battery connection and the safety reset complete alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).